Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the CT box was defective. The philips field service engineer (fse) confirmed that the operator could not hear the patient due to the failure of the CT box speaker. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event.

Manufacturer narrative:
A philips field service engineer (fse) reported that while onsite in response to a service call for a noisy couch (addressed in (B)(4)), the customer reported that sounds could not be heard through the CT box speaker. The fse confirmed there was no harm or patient involvement as a result of this issue. The fse evaluated the CT system and was able to determine that a defective CT box speaker was the cause for not being able to hear sound from the scan room. The fse replaced the CT box assembly to resolve this issue and returned the system back to full functionality. The system is in clinical use this event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.